Event description:
Report was received from the USA stating that the device "will not run." The event was discovered prior to the ear, nose and throat procedure. There were no delays to the procedure, a spare device was ready for use. There were no injuries or medical intervention reported. No additional information was provided.

Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If additional information becomes available a supplemental report will be sent. (B)(4).